Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of carotid artery stenosis, and a vascular graft was placed in the aorta for an unknown reason. The patient also had a horizontal anatomy with an angulation of 71 degrees. Transfemoral access was selected as the access site. During the procedure, the ds was difficult to be inserted and unable to be advanced, and the valve capsule part was reported to be flared. A new 29 mm, navitor vision valve was selected for implant using a large flexnav ds. It was unable to be advanced, and a kink was observed and it was removed from the patient's anatomy. A third new 29 mm, navitor valve was selected for implant using a third large flexnav ds. It was unable to be recaptured so it was pulled into descending aorta, and a micro-adjustment wheel was used. The valve was able to be implanted successfully at a depth of 6 mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, neurosurgeon confirmed that cerebral infarction had occurred. The patient had experienced loss of consciousness (delayed awakening from general anesthesia), but consciousness has now been regained. The patient is currently hospitalized and is receiving medication. Extracorporeal membrane oxygenation (ECMO) was placed for an unknown reason.